Event description:
It was reported that the patient underwent an initial elbow arthroplasty approximately seventeen (17) years ago. Then approximately seven (7) years later the patient underwent an initial revision surgery due to implant wear. Subsequently, the patient underwent a second revision surgery due to implant wear and disassociation. The patient reported joint laxity and instability. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right elbow arthroplasty is present with displaced pins and bushings. There is slight malalignment secondary to implant disassociation but no implant loosening or other abnormality. There is no fracture, and the overall implant fit is maintained. The implant disassociation would require revision. A definitive root cause cannot be determined. The reported event of disassociation is confirmed based upon the mmi review; however, poly wear could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.